Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection showed no abnormalities, and the instrument passed all functional tests, including articulation, grip, energy delivery, and electrical continuity. The instrument operated normally, and no defects were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument branches did not move correctly. When the controller was moved to the left, the branch moved upwards. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, although the surgeons console was probably not the problem. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console, otherwise it would not have been noticed. The movements of the surgeon did not scale appropriately to the instrument, as the movements were not as intended. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent at the beginning but then became persistent. The instrument was replaced; a few months ago, the same problem occurred with another instrument, and replacement was the only solution, which was recommended by the telephone hotline. After restarting the system, the problem was not resolved at that time. There was no injury to the patient as a result of the event. The device was inspected prior to use, and there were no issues or anything out of the ordinary.